Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a pre-use check of a trachael tube, the customer inflated the cuff, but felt that something was wrong with the way the cuff inflated as well as the resistance they sensed through it. So they refrained from using it. No patient injury was involved with this incident.

Manufacturer narrative:
One portex® endotracheal tube was returned for analysis in used condition. The product was visually examined noting an excess of solvent in the insertion of the inflation line to tube. A syringe was used to inflate the sample which met resistance to inflate and deflate the cuff. Relevant documents were reviewed and deemed adequate. An audit of the production floor was performed looking at the following: training records were reviewed, tracheal manual flow line - bell-out, fit inflation line and leak test, 32 samples were reviewed during manufacturing process. No discrepancies or leaks were found. Five (5) pieces were taken from the production floor and the inflation line assembly were performed by applying solvent, letting the solvent dry and reapplying solvent; noting that they were not occluded. Inflation line assembly was performed on the 5 samples without connecting the pilot balloon valve on the air flow connection which removes excess solvent and allows the line to not occlude; noting that the samples were occluded. The pilot balloon was inflated but the air did not pass to the cuff. Based on the evidence the complaint is confirmed. The most probable root causes are found to be from manufacturing as follows: thf excess between inflation line and tube and lack of detection by the production personnel.